Event description:
It was reported by the clinician that a midline insertion technique was being used on a male patient. The PICC (peripherally inserted central catheter) nurse gained access into the vessel with the 18ga x 2 1/2 access needle and guidewire provided in the kit. The 18ga needle and guidewire were then removed, and the sheath dilator combination was advanced into the vessel without the guidance of the .018 guidewire. The nurse then removed the dilator, and proceeded to advance the 2-lumen catheter with difficulty. He then reintroduced the dilator into the sheath, without resistance and attempted to aspirate with no blood return. As a result, it was determined to have caused a pneumothorax. Upon removal of the sheath and dilator, the dilator had punched through the side of the sheath.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.